Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the flow sensor did not detect the flow readings as expected. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.